Event description:
During surgical procedure to repair torn rotator cuff theof a cuff stitch hook broke off in the bone of the patient. The tip as very small. The instrument was part of a rental tray from smith and nephew.